Event description:
Pt reported having hyperglycemia problems for one week. Pt stated her blood glucose went up to 3.5 g/l (350 mg/dl) and she doesn't understand why. Pt reported she received no alarms from her infusion device. Pt stated the infusion was changed and no occlusions were found. Pt reported she took an injection as a correction bolus in order to bring her elevated blood glucose level down. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.